Event description:
It was reported that during a revision surgery the k-wire broke during removal and was found to be remain inside the patient's body post operatively.

Manufacturer narrative:
The device was not available for evaluation. The threaded tip of a 1.6mm nitinol k-wire, 500mm, blunt tip fractured during a l4-s1 alif 360 revision procedure. It is possible that there was a misalignment between the screw and the k-wire resulting in excessive bending stress on the tip of the k-wire. However, because the exact surgical conditions cannot be replicated, no determination could be made as to the cause of the reported issue.